Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was sent straight to supplier for evaluation; the manufacturer was not made aware of the device return until april 29, 2015. A manufacturing evaluation was completed: a broken plate was received. The plate was anatomically contoured / bent intra-operatively. The gold anodized plate is made of (B)(4). The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards. The dimensions of the investigated plate were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The width was 17.52 mm and the thickness was 5.25 mm. The measurements were taken close to the fracture zone. When examining the fracture surfaces of the plate using scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate at the transition to the hole on both sides of the hole and ran into the material. After breaking, the two fragments rubbed against each other causing more destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. The fracture surfaces mainly showed structured breakage (crystallographic oriented fatigue fracture). Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. Fracture surface showed additional secondary cracks in the initial fracture area. Sem observations and findings showed that the failure was caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the plate was subjected to moderate alternating bending loads (one sided). Constantly alternating bending loads led to the fatigue of the material, then to multiple cracks and finally to the fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects was found. No design related root cause can be identified on the returned device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a fracture of her right thigh on (B)(6) 2103. Surgery was performed on (B)(6) 2013 to repair the fracture by implanting a metal rail. The patient reported pain the middle of (B)(6) 2014, upon further inspection it was confirmed the metal rail had broken. The report indicated the metal rail breakage created further fracture of the site and additional surgery was performed on (B)(6) 2014 to implant another metal rail and iliac crest bone fragments also had to be grafted into the femoral bone. The patient is reported to have been in a wheelchair for several months and faced considerable restrictions and pain due to the events. This is report 1 of 1 for (B)(4).